Manufacturer narrative:
B5: upon follow up information, it was reported the day before the peritonitis diagnosis, the tip of the transfer set with black screw cap underneath came off into the mini-cap. The following day the patient presented to the pd clinic and the transfer set was changed. The peritonitis was manifested by cloudy fluid. The patient was treated with intraperitoneal vancomycin (2 gram every four days for 21 days) for the peritonitis. It was reported the patient was not hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted. H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient reported the end of their minicap transfer set was cracked and separated during use, between the twist navy portion and the light blue portion. It was reported the patient received ¿poor treatment¿ for two days. The following day, while disconnecting from the patient line, the patient noted separated plastic. It was reported the patient received unspecified prophylactic antibiotics for the event. Subsequently, the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for 21 days for the peritonitis event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.